Event description:
A cracked screen/display was found by philips during an fco install at the repair bench. There was no reported malfunction for the device. There was patient involvement.

Manufacturer narrative:
(B)(4).